Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: d1,d4(model, catalog, UDI). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) shut down while providing therapy. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the batteries were not charging and that a fully charged battery from another cardiosave unit was used to restart the pump. Esp personnel had to the customer to obtain ac power by disengaging and reengaging the rescue portion to the hybrid portion of the cardiosave several times. These were all unsuccessful in obtaining ac power from several different ac power outlets. Esp personnel advised the customer to transfer therapy to another cardiosave unit. The customer confirmed that a replacement unit was available and stated that assistance was not required to complete the transfer. The customer mention there is no harm to the patient and downtime of therapy was a few minutes.

Event description:
It was reported by the customer via emergency support program line, that the cardiosave intra aortic balloon pump (iabp) had charging problem and shut down during use. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation